Event description:
Breast cancer patient with PICC-line in the upper arm. Visible external part was 4 cm at admission date. Have had the catheter for 9 weeks, only use during chemotherapy cycle 1 and 2, no sampling or else via the catheter in the meantime. Worked very well for both inj/inf and backflow. Rescheduled every week on vc. Not purged. The patient comes for their 3rd processing on a 24/4. Good backflow and no problems when the catheter is initially flushed with naci. She receives inj fluorouracil about 20ml and epirubicin infusion switched on. When 220 ml of 350 entered, the patient suddenly sore upper arm and a blush visible. The drug has extravasated, probably just a small amount. The skin will be flushing the catheter just above the entrance hole. The infusion is interrupted, try to aspirate the catheter is made without results. The catheter is removed and normal extravasation routine "utors". When checking the flushing of the coated catheter sees a hole at the 5 cm mark and a tendency to kink memory of the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf1041 showed no other similar product complaints from this lot number.